Event description:
It was reported that the arctic sun device has alarm 113 (reduced water temperature control) cooling malfunction occurred. Per review of wo on 09jun2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The initial reporter phone number that was provided is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated onsite. Chiller pump was defective. It caused cooling malfunction. Mixing pump and chiller assy worked normally. (Arctic sun 5000) 113 reduced water temperature control. Chiller pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. The initial reporter phone number that was provided is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has alarm 113 (reduced water temperature control) cooling malfunction occurred. Per review of wo on 09jun2025, there was no patient involvement. Per follow up information received via mail on 17jun2025, they repaired the device on the customer site. The problem was cooling malfunction, and chiller pump was defective. They replaced chiller pump and the issue was resolved.